Manufacturer narrative:
The reported event is confirmed as manufacturing related cause by used blunt snip tool. However low rubberize layer in combination with high x-sectional ratio also contributor to non deflator issue experienced by user. Evaluation found deformed snip eye which could have caused the non deflation. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following. The instructions for use were found adequate and state the following: "[warnings] method for use: do not inflate the balloon in the urethra. [The urethra may be injured.]. Do not pull the catheter hard. [The bladder/urethra may be injured.]. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] ". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate. The doctor injected the contrast medium, burst the balloon, and removed the catheter. It was later reported from the ibc representative on (B)(6) 2020, when the balloon burst, there was a missing piece. On 24th apr, at another facility, the doctor found it with a cystoscope and removed it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate. The doctor injected the contrast medium, burst the balloon, and removed the catheter. It was later reported from the ibc representative on (B)(6) 2020, when the balloon burst, there was a missing piece. On (B)(6), at another facility, the doctor found it with a cystoscope and removed it.